Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03179. The pt received a scs system including an ipg and a lead on (B)(6) 2011. It was reported that the system was explanted on (B)(6) 2011 due to an infection. The pt had the infection for some time and had been treated with oral antibiotics. Follow-up on the pt found that his infection is still being treated with oral antibiotics. They have not made any decisions about re-implantation of the system. No other information is available at this time.